Event description:
It was reported that, at a visit with the healthcare provider (hcp) on (B)(6) 2013, the pump¿s expected reservoir volume (erv) was 7.9ml and the actual reservoir volume (arv) was 20ml. It was noted that the pump was originally filled with 20ml and then filled with 40ml. The patient was seen the following day and the hcp looked at the event logs. There was nothing in the logs that looked abnormal. At that time, the erv was 39.5ml the pump was accessed and the volume was correct. A possible programming error was discussed; however the reporter did not believe that this occurred. The reporter believed that the pump was ¿fine¿. It was noted that the patient as in pain, but the patient had cancer, so it was unknown if the pain was related to the therapy or the cancer. The device system was used to deliver bupivacaine and morphine. It was later reported that the patient hadn¿t had good pain relief since the pump implant. At implant, the pump was filled with 40ml. At the first refill on (B)(6) 2013, the hcp aspirated 37ml, which was the expected amount. The hcp then filled with pump with 20ml at the last refill. On (B)(6) 2013, a dye study was performed due to a lack of therapeutic effect and no issues were noted. It was stated that a medication change was done on (B)(6) 2013.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).